Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezl0762 showed no other similar product complaint(s) from this lot number.

Event description:
On 06/24/2016- per sales representative user facility reported they are seeing an increase in patients with piccs requiring treatment for upper extremity vte. The facility stated that they are concerned that the reverse taper and 7cm introducer associated with the kit is contributing. It is unknown the amount of time the catheter was in the patient. On 07/01/2016- additional information from facility stated, "attempt on left failed due to threading. Successful on right. No removal note. Next attempt in (B)(6) failed to thread on right."